Manufacturer narrative:
Tech found that the rear casters were worn and fully adjusted. Tech replaced the brake casters and adjusted the linkage to resolve the issue.

Event description:
Account alleged that the brakes are engaging, but not holding. No pt impact.